Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations, deficiencies, or concerns in the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel. During manual cleaning, all channels flushed with and immersed in the disinfectant. The concentration and expiration date of the disinfectant were controlled. The device passed the leak test. The detergent used was intercept+. The instrument/suction channel, suction cylinder, instrument channel port, and balloon channel were brushed. The disinfectant used was rapicide a+b. And the channels were flushed with tap water. The device was stored in a drying cabinet. The device evaluation found that due to the wear of the flexibility adjustment ring, the flexibility adjustment function did not work. Due to the wear of the lock engagement lever, the up/down knob could not be locked securely. The celling plate was deformed. Grip had a scratch. The scope cover was deformed. The switch box was deformed. The lock engagement lever was deformed. The air-water cylinder had no color. The scope cylinder had no color. The plug unit was deformed. Due to damage on charged coupled device unit, the image had white dots. The plastic distal end cover had a scratch and a burr. The objective lens had a scratch. The adhesive around the objective lens had a chip. The light guide lens had stain. The adhesive on the bending section cover had a chip. The connecting tube had a scratch. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. Due to the wear of the angle wire, the bending angle in the right direction does not meet the standard value. Due to a dent on bending tube, the bending angle in the downward direction exceeds the standard value. The channel tube had a scratch. The universal cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive for <1 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.